Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 16 mm amplatzer septal occluder was chosen for procedure. During the procedure, during the deployment of the device, the device appeared in a cobra shape on angiogram. The user decided it would be best to exchange the device. A new 16 mm amplatzer septal occluder device and delivery system were chosen and prepared for use. The device was successfully placed into the patient. Patient status was reported as stable. No additional information has been provided.

Manufacturer narrative:
The reported event of device appeared in cobra shape could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.